Event description:
The (B)(6) patient's wife reports that the patient was not feeling well the morning of (B)(6) and checked the patient's blood glucose obtaining a reading of 600 mg/dl. The patient corrected the blood glucose with an insulin injection (the amount is unknown) and by 7 pm the patient's blood glucose level decreased to 31 mg/dl and the patient states he ate something to correct his low blood glucose level. He states his target range is between 120 and 160 mg/dl. The wife says the patient's high blood glucose could possibly be caused by skin at his infusion site. The patient rotated the infusion set to another skin site after the blood glucose level of 600 mg/dl and after he gave himself an injection of insulin his blood glucose levels stayed within target range. The patient's wife denies that the patient was on any medication and denies changes in the patient's diet. The patient's activity level also did not change. When reviewing the pump history the pump was shown to be suspended after the alleged blood glucose elevation. The patient now denies any lumps or scar tissue. The patient denied any air bubbles in the cartridge or tubing and was able to prime the pump. Although there is no allegation of a pump malfunction this complaint is being reported because the patient experienced blood glucose levels indicative hyperglycemia while undergoing pump therapy.

Manufacturer narrative:
Follow-up #1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump history from the date of the reported event was not available for review due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. The reporter suspects that the patient's infusion site may not have been able to absorb insulin properly. The owner's booklet details that improper selection of the infusion site may cause hyperglycemia. The owner's booklet also says the infusion site must be checked for proper placement and leaks.